Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station was found to be unresponsive and appeared frozen. A technical support specialist (tss) asked the user to try the touch screen keyboard to check if the physical keyboard was faulty. If the touchscreen worked, the tss guided the user to log in as station. If it didn't, the tss instructed the user to shut down the station using task manager. When neither input method responded, the user was told to power off the station from the back. While it was off, the user cleaned the screen and its crevices. After restarting, both the touchscreen and keyboard functioned properly. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000 integrated main, the station was frozen and not responding. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.